Manufacturer narrative:
.

Event description:
Reporter indicated a vns therapy handheld computer screen froze during twice normal mode diagnostic testing. The test would eventually complete after multiple attempts eventually was able to complete test after multiple attempts. Good faith attempts to obtain the product for analysis have been unsuccessful to date.